Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that 5 years 11 months 4 days ago the patient underwent cataract and intraocular lens (iol) implant procedure. Following that, the patient returned to the clinic and the lens was examined within the eye, and it was decided to have it replaced. The iol was exchanged for another lens 5 years 11 months 15 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. Product evaluation: the lens was returned sealed inside a small non-company blue pouch. Viscoelastic was dried on the lens. The optic was torn (cut) and split from the edge to beyond the optic center. The lens was cleaned with klotho-related protein (klrp) for further evaluation. A small area of cracked damage was also observed near the optic center. A retest of the power and resolution could not be conducted due to the damage through the optic rings of the lens. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. Root cause: the root cause cannot be determined for the reported complaint. A specific product malfunction was not alleged and a clarification of the event was not provided. The returned sample had been cut from edge to beyond the optic center, typical in appearance to damage from an insertion and removal of an intraocular lens (iol). Additional optic damage was observed. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information in the file indicated that the initial implant was in 2019 and the patient returned in 2025. The complaint indicated that the lens was examined within the eye and decided to explant. The company 21.5 diopter (add power +2.2/+3.2 diopter) was removed and replaced. The replacement lens information was not provided. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).